Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Background: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The device was received with clear gel no foreign material was observed within the device or on the shell surface. During evaluation a crease was observed on the anterior aspect. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no manufacturing record evaluation (mre) review is required at this time. Should more information become available, this complaint will be re-assessed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The patient¿s breast prosthesis was submitted with a complaint of capsular contracture. During evaluation a crease was observed on the anterior aspect. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4, neurological impairment. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 325cc mentor memorygel breast implant and experienced postoperative bilateral grade 4 capsular contracture and left-sided neurological impairment. The patient experienced mechanical issues on the left side of the body (shoulder and hand numbness) and bilateral breast hardness. The physician attributed the left implant to be impinging on the nerves and muscles of the neck, shoulder, clavicle, and rib cage and causing loss of movement range, numbness, tingling, and pain. As a result, the patient underwent explantation without replacement on (B)(6) 2018. This medwatch report is for the left-sided implant.